Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the root cause for the pump exchange could not be conclusively determined through this investigation. An attempt was made to obtain additional information regarding the event; however, per the hospital policy, the account was not able to disclose additional information. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they passed away on (B)(6) 2016, (MFR # 2916596-2021-01464). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that per hospital policy, the account was not able to disclose additional information.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2016.